Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient experienced inaccurate cgm values with five different sensors over a month. When the sensors were removed, pus and blood were noted at the sensor insertion site with four of the sensors. On (B)(6) 2022, when the sensor was removed, pus, redness, and an infection were noted at the sensor insertion site. The patient was evaluated by a healthcare personnel (hcp) on (B)(6)2022 who prescribed an unspecified oral antibiotic. The hcp was unable to determine why the patient developed pus at the insertion site. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).